Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
Same case as MFR report #: 2134265-2010-01682. It was reported that during a coronary drug eluting stenting treatment procedure, a patient death occurred. Two lesions were noted; a 99% stenosed eccentric de novo lesion measuring 21-22mm in length was located in a non-calcified and moderately tortuous left circumflex artery (lcx) to the proximal second obtuse marginal artery (om2) which contained a bend of 75-85 degrees, and a 70-80% stenosed concentric de novo lesion with a diffuse pattern measuring 35-36mm in length was located in a non-calcified proximal to mid right coronary artery (rca). The lesions were predilated and a 3.0x38mm taxus liberte¿ drug eluting stent was implanted in the rca and a 2.5x24mm taxus liberte¿ drug eluting stent was implanted in the lad. The physician thinks there may have been a perforation of a vessel during the procedure as the patient presented with cardiac tamponade followed by hypotension. The patient subsequently expired in the cath lab.